Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the shaft axis was crooked. There were no reported consequences to the patient. When the device was received at the manufacturer for investigation, it was noted a k-wire was stuck in the chuck. This report is for a universal chuck with t-handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Exact date of event is unknown; event occurred on an unknown date in 2022. Initial reporter is a synthes sales representative. Part 393.100-us, lot l236587: manufacturing site: (B)(4). Release to warehouse date: january 20, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: visual analysis of the returned sample revealed that the universal chuck with t-handle was deformed from the shaft. Additionally, the k-wire was received stuck along the canal of the chuck handle. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was performed, force was applied to the head of the chuck in order to advance/retract the wire, both devices remained stuck together with no movement at all. The complaint condition was able to be replicated. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.